Event description:
This lead has no known implant date and still remains implanted at this time. It was noted that inappropriate shocks were delivered and there were high out of range impedances. Due to this, it was observed that there is a potential risk for the lead's intergrity that could cause failure to pace and sense cardiac signals and to convert episodes. The physician was dr. Le bouar at centre hospitalier de mulhouse in france. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).